Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
This procedure was performed in (B)(6). The customer reported that the push/pull lever would not stay in position needed once moved to that position. There was no patient injury or ill effect. Used another device without further consequence. Investigation of the returned trellis on (B)(6) 2014 found that the guide sheath of the trellis was missing the hub and a long section of the coiled ribbon structure of the sheath was unraveled and exposed at the proximal end of the damaged sheath. The dispersion wire of the odu was loaded in the trellis catheter but the catheter was fractured and the dispersion wire was fractured within it.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available a supplemental report will be submitted.